Event description:
**Update** (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified part and lot information from patient sticker sheet. The complaint and associated mdrs were updated. Complaint was updated on (B)(4) 2013.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
**Update** - medical records received (B)(4) 2013. Revision operative report indicates the following: pain; thinning of fascia with what appeared to be pseudotumor trying to herniate through and mainly grayish in color; fluid that was greenish/yellow and cloudy in appearance; abductor compartment was completely replaced with pseudotumor; rent in the capsule of abductor compartment had a large amount of white/gray chalky necrotic tissue; greater trochanter and proximal femur were severely osteolytic to the point where there was complete bone loss to just distal to the shoulder of the femoral component. The information received does not change the MDR decision.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation alleges pain and metallosis.